Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the device will not power on. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. Advised the customer to attempt to remove the battery and power on v60. The customer is unable to turn the v60 on. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test.